Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post procedure, the patient returned for removal of sutures after the wound had healed. During removal, the sutures were found to be broken and some of the sutures were in the patient¿s skin. The surgeon had to perform a secondary removal of sutures and resuturing. In addition, wound pain was reported.